Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system remotely. The end user reported replacing the diaphragm resolve the issue. Block a: no patient information provided to date after calls to end user 05/28/26 and 06/04/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during a case resulting in prolonged excessive pressure during a case. There was no patient injury.